Manufacturer narrative:
Exact date of event is unknown. The unique device identifier is unknown due to the device being manufactured prior to 2012.

Event description:
It was reported the patient stopped using and recharging their ipg over five years ago. As a result, the ipg became inoperable. The patient may undergo surgical intervention to replace the ipg in the future.

Manufacturer narrative:
Correction: section d4-the lot number should have been 118605 rather than 119243. During processing of this incident, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.